Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11337; 2134265-2016-11338; 2134265-2016-11355; 2134265-2016-11341; 2134265-2016-11342; 2134265-2016-11339; 134265-2016-11340; 2134265-2016-11343; 2134265-2016-11380; 2134265-2016-11378; 2134265-2016-11336. It was reported that patient death occurred. The target lesion was located in the left anterior descending artery. During testing of a 1.50mm rotalink¿ plus and rotawire guide wire with the rotablator console and a dynaglide foot pedal, the system baseline tested "okay" outside the patient. Rotational atherectomy was performed however, the burr stopped spinning and a hissing noise was noted from the nitrogen tank to the console. It was further reported atherectomy was discontinued and several boston scientific balloons and stents were utilized. The patient expired. Additional information was requested but not available.